Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs 007-00000001. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 10/06/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: on investigation, the pump powered on with audible tone and vibration intact. The display screen showed call service alarm cs07-000 ee-prom alarm. The pump was opened for investigation and revealed both eeproms (u22, u23) were cracked. The pump data was not able to be downloaded and complete testing was not able to be completed due to this issue. Investigation duplicated the alleged call service alarm issue.